Manufacturer narrative:
Section d5, f9, h5: correction. Section f9: approximate age of device - 1 month, 18 days. Section h4: additional information. Investigation conclusion: the reported event that the patient's mpu failed and would not turn on was confirmed. The returned mpu, serial number (B)(4), was evaluated by technical services. The power supply pcb was found to be defective and was replaced with a new part which resolved the reported issue. Visual inspection of the power supply pcb revealed that it was in unremarkable condition. No burn marks or signs of fluid ingress were noted. Analysis of the pcb found that the fuse and switching transistor were damaged, which would have prevented the mpu from providing power to a system controller. The damaged components were located in the transformer's primary side circuitry. After the power supply pcb was replaced a full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site with the customer power cord. The specific cause of the component damage on the mpu's power supply pcb was unable to be determined during this investigation. Abbott is continuing to monitor this issue. Review of the patient's complaint history noted that additional issues with heartmate ac power supplies were reported under MFR# (B)(4) (mpu) and MFR# (B)(4) (power module). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2019 the customer reported that their patient's mpu had failed and would not turn on. It was reported that this was the second mpu to fail for this particular patient. The customer is returning the unit for stat evaluation. The customer also requested to receive the full results of the investigation of the mpu. No other alarms, malfunctions, or adverse events were noted.